Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) have exhibited gradually increased shock impedance measurements that are now out of range at 135 ohms. When checking the different vectors, one showed a shock impedance of greater than 200 ohms and the other two were in the 140 ohm range. The patient was brought in for defibrillation threshold (dft) testing which also exhibited high out of range shock impedance measurements with a 1.1 joule shock. The crt-d did not convert the patient with a 31 joule shock and the patient was externally rescued. The patient was successfully converted with a 36 joule shock with an impedance measurement of 102 ohms. At this time, the physician has opted to continue to monitor the impedance measurements. The crt-d and rv lead remain in service and no adverse patient effects were reported.